Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. The explanted device will not be returned due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately two years prior to the date the manufacturer became aware of the event. Block d6b: explant date: 2022.